Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench and red battery alarms was confirmed with the returned power module (serial # (B)(6). Tech services was able to reproduce the reported event and isolated the issue to the 12v sla backup battery. Performed preventative maintenance and safety test. Performed all tests per power module service procedure, which the unit passed all tests. The repaired unit was returned to the customer site. Device history records were reviewed. The device was manufactured in accordance to manufacturing and qa specifications. Heartmateii power module serial number (B)(6) was shipped to the customer on 10-aug-2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module presented with a yellow wrench and red battery "hazard" symbol. The center tried replacing the power module backup battery but the alarm persisted. The power module was replaced.